Manufacturer narrative:
Explanted date: device was not explanted. Medical device: lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Initial reporter occupation: consultant radiologist. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved 6fr angio-seal device was used in an antegrade lower limb angioplasty in a calcified vessel. After the angio-seal device was deployed the puncture site was oozing and manual compression was needed for thirty (30) minutes. There was no harm to the patient.

Event description:
Additional information was received on 25 mar 2022: the procedure performed for the patient, prior to use with the closure device was a lower limb angioplasty for a cli procedure. The size of the procedure sheath that was used was a 6 fr. The issue was some resistance through the access track. Patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).